Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative results for all targets (sars-cov-2 and influenza a&b) when tested using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The same sample was retested on a separate cobas liat analyzer using the same test which yielded a sars-cov-2 positive, influenza a and b negative result. The same sample was retested again using the cobas® sars-cov-2 nucleic acid test on a separate cobas liat analyzer and generated a positive result for sars-cov-2. Both negative and positive results were reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. According to the data provided and reviewed, all instruments appear to be working well. The most likely cause for the discrepancy observed is due to the samples having a low viral load from patients with a low titer and possible interference of mucus in the sample. Note that samples near or below the lod of the test may generate wavering results on repeat testing with statistical variances in detection. In addition, as per the method sheet, "false negative or invalid results may occur due to interference."